Event description:
Customer reported overinfusion of ativan. Order was for ativan 25mg/50ml to run a 8mg/hr (16ml/hr). Reported that nurse installed syringe into syringe pump and started the infusion at 8 mg/hr. The nurse then turned away from the pump to spike 2 other IV bags and after spiking the second bag noted that the syringe was empty. Estimates that the entire contents of the syringe infused in 10 -15 minutes. No medical intervention reported, states watched pt, no change in vital signs. Pt was already intubated post surgery, had insulin, unk narcotic, unk antibiotic and maintenance fluids infusing at time of incident. Investigation: syringe pump device logs and data set received and reviewed. Continued investigation pending receipt of pcu event logs that have been requested. Will file follow-up report upon completion of investigation.

Manufacturer narrative:
Pt info requested and all available info is included.